Event description:
Patient reported their gums are receding. At their last dental visit, they were informed the aligners were the reason for causing this.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.